Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas delivery system lost calibration. The device was used for the procedure. After the procedure concluded, the user recalibrated the system, and it functioned as expected. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.